Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12e16027 and h12f17460. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The cause of the peritonitis was not reported. Treatment was unknown. On (B)(6) 2012, the patient was switched to hemodialysis. On an unknown date, the patient was discharged from the hospital. The patient recovered from this peritonitis event. Per the nurse, this event was not related to any baxter solutions, devices, or disposable parts.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.